Manufacturer narrative:
B3: event date ¿ these events occurred between (B)(6) 2026. E1: initial reporter address - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) 250ml exactamix eva (ethylene vinyl acetate) bags were leaking at the administration port. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h4, h6 (update codes), h11. H4: the lot was manufactured between 22 january 2025 and 24 january 2025. H11: one (01) actual device was received for evaluation. A visual inspection of the returned sample did not identify any abnormalities that could have contributed to the reported condition. A functional leak test was performed using tap water to fill the container and a leak was observed at the administration port . The reported condition was verified. The cause of the condition could not be determined; however, was most likely due to inadequate or lack of cyclohexanone being applied to the spike port cap tube when it was inserted into the spike port during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.